Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 04/23/2014. Retain and return product was tested and functioning according to specification. Investigation: the customer observed a star out and a high result from ctni cartridge lot r13296a that was considered discrepant from a subsequent I-stat result. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria for detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. T (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot r13296a. Assessment: based on the I-stat negative result and the result from another manufacturer being positive and the patient information, there is not enough information to determine whether an I-stat product malfunction occurred. As per the product labelling (cartridge and testing instructions-cti sheet), "results from the I-stat ctni assay should be considered in the context of the entirety of the available clinical information." "An elevated troponin value alone is not sufficient to diagnose a myocardial infarction. Rather, the patient's clinical presentation (history, physical exam) and ECG should be used in conjunction with troponin in the diagnostic evaluation of suspected myocardial infarction."

Event description:
On (B)(6) 2014 abbott point of care was contacted by a customer reported they obtained discrepant troponin I results on a (B)(6) male patient with a dental infection. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).